Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The root cause was found to be a defective board and ribbon cable . The defective parts have been replaced. Mechanical test, tubing calibration, test run and a tsi were performed; all checks passed with no further issues identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Valuated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that an error message was intermittently displayed by the electrical venous occluder (evo) during setup. There was no patient involvement.